Event description:
It was reported the side port valve would not seal. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 24mm wds was advanced, deployed and released successfully in the laa. While aspirating from the trusteer sheath prior to removal, the physician noticed air continuously coming out of side port. The trusteer sheath was removed and upon examination it believed there was an issue with the connection between the trusteer valve and the wds. There was no physical damage noted. No air was visualized in any component, and no air entered into the patient vasculature. The patient remained in stable condition with no complications and was discharged.